Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a procedure in the upper gi tract performed on (B)(6), 2009. According to the complainant, during the procedure, the clip was partially deployed in the sheath and would not advance out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.